Manufacturer narrative:
(B)(4). Email address: (B)(6). (Phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Diagnosed by MRI. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Event description:
Physician reported, implant rupture. Diagnosed by MRI. Device has been explanted and replaced with non-allergan device. This relates to the right side.